Event description:
During the intracranial aneurysm operation, the surgeon put the prowler select plus (606s255x/15811116) mc in place. He felt friction when the enterprise (enc452812/10168458) stent was advanced closed to the target lesion. The surgeon changed another prowler select plus mc (606s255x/15775362) but still failed. Finally he removed the mc and stent and changed covidien¿s ev3 to complete the procedure. No adverse event on the patient. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. The event occurred at the distal shaft of the microcatheter. No other devices were successfully used with the concomitant devices. There is no information available regarding the target site or patient demographics.

Manufacturer narrative:
DHR requested from original manufacturer. (B)(4). Additional informaiton will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). During the intracranial aneurysm operation, the surgeon put the prowler select plus (606s255x/15811116) mc in place. He felt friction when the enterprise (enc452812/10168458) stent was advanced closed to the target lesion. The surgeon changed another prowler select plus mc (606s255x/15775362) but still failed. Finally he removed the mc and stent and changed covidien¿s ev3 to complete the procedure. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. The event occurred at the distal shaft of the microcatheter. No other devices were successfully used with the concomitant devices. There is no information available regarding the target site or patient demographics. No adverse event on the patient. One non sterile enterprise vrd was received inside of a plastic bag for analysis. The enterprise was received inside of a coil dispenser and no visual evidence of damage was observed on it. The stent was received mounted in the guidewire inside the introducer tube, also evidence of saline solution was observed on it. In addition, two non sterile microcatheters select plus were received and will be analyzed under (B)(4). Functional test was attempted to be done with the received microcatheters; however, the enterprise did not advance through the introducer tube owing to the presence of saline solution. After that, the enterprise was attempted to be advanced backward in order to take out the stent and guidewire to look for any anomalies on them, the stent and guidewire were successfully taken out from the coil dispenser and it was confirmed that the stent had saline solution on it. In addition, the guidewire presented a fracture condition at 46mm from tip end. The sample was sent to sem analysis in order to look for available evidence regarding the foreign material and the fracture condition. Results showed that the evidence found in the distal portion of the nitinol core wire (craters, holes as well as pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The corroded area of the material was scanned in order to look for the possible composition of the corrosive agent; these areas yielded the following elements oxygen, sodium, chlorine, nickel, titanium and tin. Nitinol is a metal alloy composed by nickel and titanium. The residue on the stent is composed of elemental carbon, oxygen, nickel, titanium, chlorine, copper, silicon and tin; there is no clear evidence of the source of these particles. (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10168458. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on september 7, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as ¿delivery wire- impeded in microcatheter¿ was confirmed since the stent did not advance owing to the saline solution contained on it. Moreover, the guidewire presented evidence of a break condition as well as chemical attack on the fracture surface. In addition, the presence of saline solution on the stent was confirmed through eds by the presence of chlorine and sodium. Also, some of the elements found through eds could be related to the solder alloy used on the delivery wire (tin evidence). The root cause for the fracture/ corrosion event could not be conclusively determined through this analysis.